Manufacturer narrative:
Event conclusion analysis could not confirm the allegation. The device passed manual and electrical measurement commensurate with its battery status. The battery was depleted to below ert as a result of normal battery depletion at the programmed parameters.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited signs of premature battery depletion.